Event description:
It was reported that, over the past few months, the patient¿s spasticity had returned and felt like something was not ¿working right¿ with her system. A dye study was done on the (B)(6) 2014 and the catheter was unable to be aspirated. The catheter access port (cap) was confirmed under fluoroscopy and a 24-gauge tuohy needle from the cap kit was verified to be in the cap, but no fluid came forth after 5 minutes of aspiration. The dye study was completed unsuccessfully due to the catheter was unable to be aspirated. A catheter occlusion occurred. The patient was put in oral baclofen and some pain medication. As of (B)(6) 2013, the patient status was indicated to be ¿alive-no injury.¿ as of (B)(6) 2014, a catheter revision/replacement had not yet occurred. The device system was used to deliver lioresal. Treatment/interventions and final patient outcome were not reported.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter revealed occlusion of the catheter body from dried drug, blood, or foreign material.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that the patient was getting rebound spasticity, even when the dose was increased. No rotor study was performed. The reason for the catheter removal was indicated to be other as there was no obvious break, tear, or hole. Analysis of the catheter was requested. The patient recovered without sequela.

Event description:
Additional information received reported that the patient's pump and catheter were replaced (B)(6) 2014. The hcp reportedly felt that since he had the pocket open to revise the catheter, that he "may as well replace the whole system" though there were no issues with the pump. There were no obvious fractures, tears, or occlusions that could be seen. No additional troubleshooting had been performed. The patient was doing fine when the reporter saw them in recovery on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.